Event description:
A (B)(6) reported that a pt developed contact dermatitis post cataract surgery from the drape adhesive. The surgeon rinsed the skin after the drape was removed following the surgery; no pt harm was noted at that time. The pt was treated with a topical steroid and the dermatitis improved some; the pt reported her condition as ¿mild¿ three months following the procedure.

Manufacturer narrative:
The customer¿s complaint history was reviewed for the one year; this is the first complaint reported for this issue. The finished good lot and DHR (device history record) could not be reviewed because a lot number was not provided. A sample was not returned for this issue. There have been no changes made to the adhesive. The root cause is unknown. (B)(4).